Event description:
The customer reported that summit sample handler did not pipette sample or diluent into well position c12 and no error message was given. Customer was not able to identify assay being ran at the time of the event. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.